Manufacturer narrative:
(B)(4). The product is unknown and no lot number was provided, therefore a batch review was not performed. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
On (B)(6) 2010, the (B)(6) female patient contacted baxter (B)(4) technical service center and stated that she experienced physical deconditioning during dwell at 2/4 cycles. The patient reached the (B)(4) baxter call center during dwell 2 of 4 stating she felt ill and was going to the hospital. The patient requested assistance in stopping therapy. During a follow up call, the facility nurse indicated on (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, she was hospitalized due to the event. Unspecified antibiotics were administered. On an unknown date in (B)(6) 2010, the test result revealed serum albumin level of 1.1. Unspecified treatment was provided to decrease the blood albumin level. On (B)(6) 2010, pd therapy was withdrawn. On (B)(6) 2010, peritonitis was resolving. The nurse believed that the events were not related to pd therapy. The event of peritonitis was likely caused by a break in aseptic technique resulting in a decreased blood albumin level. On an unknown date, the patient began dianeal-n pd-4 1.5% therapy.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be received and evaluated a follow up report will be sent. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.